Event description:
It was reported that when using the bd pyxis¿ es refrigerator the user stated that the refrigerator was broken and they were unable to take medication from the it. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, good faith attempts were made to get the additional information as the fse mentioned that customer confirmed to cancel the ticket. No responses received from the field service engineer (fse) and the fse manager. Work order was cancelled by fse.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator the user stated that the refrigerator was broken and they were unable to take medication from the it. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.